Event description:
The pt received his scs system on (B) (6) 2009 consisting of an ipg, leads, and lead extensions. It was reported that the pt experienced an abrupt discontinuation of stimulation. The physician explanted and replaced the lead extensions on (B) (6) 2009. Follow up on the pt found no further issues have been reported.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. One lead extension was returned incomplete and could not be functionally tested. The other extension failed continuity testing with one channel open, a terminal end electrode missing and wires exposed. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.